Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. This sicd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field: d4: serial number please disregard report 2124215-2024-75004 as it was determined this event had received an incorrect serial number and the event with the correct serial number was reported under 2124215-2024-76172.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. This sicd remains in service. No additional adverse patient effects were reported.